Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the valve dislodged up. Subsequently, a second, larger (31mm) transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No adverse patient effects were reported.